Manufacturer narrative:
G4:03feb2021. B4:04mar2021. H11:g5:k102985. H10: the replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported the setting cannot be changed with the navigation ring. There was no patient involvement.

Manufacturer narrative:
G4:23nov2020, b4:25nov2020 . The engineer's evaluation revealed that the navigation ring failed to respond. The front bezel was replaced by the engineer and the phenomenon was resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.